Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 77 mg/dl. It was reported that the customer was unable to exit insulin during the priming. The customer stated that the drive support cap was normal. The customer was advised to discontinue use of the pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.